Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 401 mg/dl for approximately five hours while wearing the ilet and was evaluated in the emergency department for bilateral back pain, which was diagnosed as a kidney infection; the user remained on the ilet throughout, received IV fluids and antibiotics, and was discharged from the ed without admission. Symptoms included elevated blood glucose without loss of consciousness or diabetic ketoacidosis, and ketone testing was negative. Outcomes included emergency department care and subsequent oral prednisone for two days and antibiotics, with no reported long-term effects. Investigation included complaint history review and user follow-up. Investigation of this case revealed no device malfunction, no additional insulin administered in the ed, and that hyperglycemia coincided with intercurrent illness and oral steroid use. It was concluded that the event was not related to the ilet or insulin delivery and that troubleshooting and education were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.